Event description:
The coulter act diff analyzer generated erratic platelet (plt) results for one patient. Customer stated that they ran the same specimen three times and each time the plt results were different. Per customer, the patient was sent home and scheduled for a redraw at a later date. Customer indicated that the erroneous results were not reported out of the lab and did not consider any of the result to be correct. No death or serious injury, no change to patient treatment is associated with this event.

Manufacturer narrative:
The specimen was collected in a saf-t-fil 125ul micro collect container. Qc is run once a day. Qc was run before and after the event and results were within acceptable limits. A field service engineer (fse) was dispatched and replaced multiple hardware components. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.